Event description:
Patient presented in-clinic due to episodes of syncope. Upon investigation, a loss of pacing was observed on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.